Manufacturer narrative:
Phone (B)(6).

Event description:
The customer reported that the "check vent: cpu pcba adc failed" occurred. The unit was being used on a patient at the time the reported issue occurred, however there was no patient harm.